Manufacturer narrative:
At this time, the rv lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found dislodged during the one week post operatory check. The patient underwent a surgical revision in which the rv lead was successfully repositioned. The rv lead remains in service. No additional adverse patient effects were reported.